Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. Covidien reference: (B)(4).

Event description:
Covidien received info of error codes indicating ventilator entered ventilator inoperative condition. The malfunction did not occur during pt use.